Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for lot codes 1159845, 1168695, 1130639, 1194402, x6afm1000. A search of the complaint database search finds one additional reported incident against lot code yc4eh1000 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised bilaterally to address osteolysis. Doi (B)(6) 2004 - dor (B)(6) 2012 (both hips). Update: (B)(6) 2013 - litigation papers received. Litigation alleges that patient's hips became detached, disconnected, created metallic debris, and/or loosened from the acetabulum, caused pain and inhibited the ability to walk. The acetabular cups for both left and right sides are now being reported to address the loosening allegations.

Manufacturer narrative:
(B)(4). Added: patient, device.

Event description:
In addition to what previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added stem due to new allegation. Updated patient harm, patient's identifier and date of birth. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2004 - dor: (B)(6) 2012, (left hip).